Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer intended to deliver a bolus, but did not complete the process which resulted in a blood glucose (bg) reading of "high" (specific value note provided). The customer addressed the elevated bg with a manual injection of insulin. Tandem technical support educated the customer on bolus functionality on the pump. Additionally, it was reported that the insulin gauge was inaccurate. No additional information was provided and the customer declined troubleshooting with tandem technical support.